Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The patient attempted to reset the monitor by unplugging and replugging in the power cord, and it was verified that the electrical outlet that was being used was active. The power light on the monitor was lit. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initial inspection of the monitor found that it would not start interrogation. However, further analysis found that the monitor was able to power up and function normally by using the returned power supply, no electrical anomalies were found. It was noted that the literature pouch was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.